Event description:
Post surgery, pt was diagnosed with urinary retention and a catheter was inserted into her to drain urine.

Manufacturer narrative:
Post surgery, pt was diagnosed with urinary retention and a catheter was inserted into her bladder to drain urine. Pt came in a second time to be catheterized to drain urine from her bladder.